Event description:
The lead was removed due to a fracture and insulation break. The lead was having sensing problems, which resulted in a large number of high voltage shocks causing the ICD to reach early battery depletion.